Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020, with the blood glucose of over 600 mg/dl. The customer was treated intravenous insulin drip. The customer was almost in a coma. The customer stated that they were in hospital because the machine was not working correctly. The customer had acute kidney injury. The insulin pump will not be returned for analysis.